Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 113" (287 cm) appx 14.7 ml, 10 drop admin set w/microclave¿ clear, remv 4-way nanoclave¿ stopcock, remv 2-gang 4-way nanoclave¿ stopcocks, spin luer, 2 ext. The report stated that the stopcocks are falling apart and disconnecting. There was no report of any human harm.

Manufacturer narrative:
No ac233 product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.